Event description:
During shoulder arthroplasty the stem trial stripped 2 stem inserters. Implant would not thread into stem which caused the stem to seat incorrectly resulting in a distal humerus fracture.

Manufacturer narrative:
The deformation of the threading on both the male and female portion of the connection indicates the screw was cross-threaded into the hole. It cannot be determined if there was a problem with the lead-it thread form on either the male or female component, nor can it be determined which of the inserters was used first. It is likely that the threads of the humeral stem trial were deformed when the first inserter was cross-threaded and subsequently deformed the threads of the second inserter. The device history record review provides assurance the part was accepted with conformance to the product requirements.